Event description:
The placement of a multi-med central venous catheter was conducted during the care of a male ICU pt (age and condition not reported). The physician placing the catheter observed that removal of the guidewire was difficult, requiring more force than usual and that the guidewire appeared to be elongated. Upon removal, the guidewire's distal tip appeared frayed. An x-ray was taken, the image of which displayed an object consistent in appearance with a distal piece of the guidewire approx 2 cm in length, lodged in soft tissue. No intervention to retrieve the material was planned as of 6 days later. The remaining (proximal) part of the guidewire has been retained by the hosp (risk mgmt) and has not been released to the MFR for eval.